Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing high blood glucose of 414 mg/dl. Customer stated that she had inserted a new sensor and received a meter blood glucose now alert. Customer stated that her high blood glucose was because she ate and forgot to bolus; customer then treated with insulin bolus. Customer stated that she was unable to calibrate due to the high blood glucose level; she was instructed to wait to be stable. Nothing further reported.